Event description:
It was reported that the 9600 system made a loud bang noise. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive was replaced and the high voltage cable was cleaned and re-greased during the service call. The system was found to be working as intended and put back into service.